Event description:
It was reported that during a peripheral orbital atherectomy procedure, a csi orbital atherectomy device (oad) became stuck in the patient and required surgical removal. There were two focal lesions located in the anterior tibial (at) artery. The first (proximal) lesion was 0.5cm-1.0cm in length and the second (distal) lesion was 3.0-5.0cm in length. The physician used a 5fr/65cm introducer sheath, 0.035" trailblazer support catheter and a regalia crossing wire to access the lesions. The regalia crossing wire was advanced across both lesions, but the trailblazer support catheter could not pass through the second, distal lesion. The regalia wire was exchanged for a 0.014" csi viperwire guide wire and the csi oad was loaded onto it. The physician treated the proximal lesion using the csi oad at low speed (one run) and medium speed (one run). The crown of the oad was then advanced just proximal to the distal lesion. During the first run (in the distal lesion) at low speed, the device made a high pitched whine and then shut down. The physician tried to turn the oad back on, but again it made a high pitched whine and shut down. The physician attempted multiple removal techniques to remove the oad, but was unsuccessful. The patient was transported to the operating room and the device was surgically removed. The patient tolerated the surgery well and was transferred to the pacu. While recovering, the patient complained of right leg pain. A bedside ultrasound revealed an occlusion in the common iliac artery. The patient was again taken to the operating room for exploration of the iliac system. A large left retroperitoneal hematoma was discovered and was resolved in the operating room. The patient was again transported to recovery in stable condition with bilateral posterior tibial pulses.

Manufacturer narrative:
Device analysis: the oad was returned with the detached driveshaft and detached saline sheath sections in a specimen container with biological tissue. The original guide wire sections were also returned for analysis with the distal section engaged in the detached driveshaft section. The driveshaft and crown section had been destructively cut from the driveshaft and was returned with an extracted section of the patient vessel not engaged on any portion of the device. Examination of the driveshaft and crown section did not reveal any damage that would have contributed to the difficulties experienced during the procedure. Further examination revealed that the tip bushing and crown remained intact and undamaged. Biological material was observed on the driveshaft and crown. The outside diameter of the crown and crown location on the driveshaft were measured and met the drawing specifications. An accurate measurement of the driveshaft and saline sheath lengths could not be performed due to the damage. The initial visual and tactile examination of the handle assembly revealed that the saline sheath had been destructively removed from the handle assembly. The nose cone assembly also revealed damage consistent with the sheath having been destructively removed. The attached driveshaft section was severely stretched. Examination of the detached driveshaft and saline sheath sections exhibited damage consistent with tension during the removal attempts which elongated the driveshaft and filars. These two sections also exhibited adhered biological material along the sheath and driveshaft filars. Further examination of the distal driveshaft section revealed that the guide wire spring tip was lodged within the filars. The guide wire spring tip section was destructively removed from the driveshaft. Examination of the spring tip revealed a damaged proximal spring tip solder bond consistent with pulling the guide wire into the driveshaft and tip bushing. The guide wire also exhibited numerous areas of kinks and bends as a result of handling and the removal attempts. The guide wire spring tip section was observed using a scanning electron microscope (sem). Sem analysis identified flattened filars which is consistent with the spring tip being pulled into the driveshaft. The proximal damaged section of the driveshaft was destructively removed from the handle assembly to allow for further functional testing. An in-house .014" test wire was back loaded into the device. When tested using an in-house saline pump, the led's on the handle assembly illuminated as expected and the device spun at low, medium and at high speed with no abnormalities observed. The device functioned as intended. At the conclusion of the failure analysis investigation, the root cause of the device becoming stuck could not be determined. Analysis identified several kinks in the returned guide wire, but it could not be determined when the kinks occurred or if they contributed to the difficulties experienced during the procedure. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for the viperwire was not reviewed as the lot number is unknown. (B)(4).